Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was powered on and the display screen was fully functional. A crack was observed in the pump case. A leak test was performed and a leak was found due to the crack. The pump case was removed and evidence of moisture contamination was found on internal pump components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/ moisture) issue. It was reported that the pump had blank screen and moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.